Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that there was a leak in the connection below the molded strain relief. The area was completely dried prior to insertion and was not difficult to handle during insertion. It was secured using suture around the base of the umbilical cord and was not difficult to secure. The uvc was inserted on (B)(6) 2013 into the umbilical artery. The single lumen was being used for continuous feed with 0.5ml of saline per hour. The uvc was removed on (B)(6) 2013 and was not replaced. The pt is currently doing fine.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.